Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer report they had a stimulator system but it was removed due to ¿gangrene -ish infection¿ sixteen years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.